Event description:
A patient was scanned on (B)(6) 2012, on the magnetom aera system. The customer indicated that the patient was anesthetized during a lumbar spine exam with contrast. A knee cushion was used during the scan. When the patient woke up from anesthesia (a morphine pump), the patient complained of leg pain. It was found that the underside of the patient's calf was burned. The patient was treated for burn at the facility's emergency room. The x-ray of the patient's leg and the cushion were taken, no metal fragments were identified neither in the leg or the cushion to may have caused burns during mr scanning.

Manufacturer narrative:
Siemens local service engineer, (B)(6), was dispatched to the site. Patient data and log files were submitted to siemens uptime center for further review. The knee cushion was replaced. Onsite training of emergency stop buttons was performed. The system was returned to the customer for use. Siemens was not informed of the size, shape or severity of the marking as the customer decided not to share the photo of the burn with the manufacturer. The investigation is on-going.